Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2018 with the following findings: a visual inspection of the pump revealed the battery compartment had multiple cracks. The returned battery cap had stripped threads and was unable to secure to power on the pump. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with the test battery cap and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.